Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the video connector was found to be loose. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing for a diagnostic otolaryngology procedure, the connector of the visera elite video system center was loose and the lock could not work. Subsequently, the intended procedure was completed with the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, video connector was loose and the lock did not work occurred due to the failure of the video connector socket. The cause of the faulty video connector socket could not be identified. Olympus will continue to monitor field performance for this device.